Event description:
Customer reported that during the period of about 6 days in 2009, her freestyle lite blood glucose meter was reading high, so she adjusted her medication accordingly and subsequently noted her glucose was going low during the night. She further reported that on one of the nights during this time period (exact date not provided); she began experiencing tremulousness and a diaphoresis, at which point her husband treated her with a glucagon injection. Customer noted receiving a reading of 244 mg/dl on her freestyle lite blood glucose meter compared to a competitor's meter reading of 92 mg/dl within ten minutes of each other. Though the comparison is not considered to be valid, the results when plotted on a parkes error grid fell into the "c" zone showing he difference in values is considered to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: the customer did not wash the test site prior to testing. Customer did not use device according to label copy. Not washing hands may cause imprecise readings. See scanned page.